Manufacturer narrative:
(B)(4). The pipeline flx will not be returned for evaluation as it was implanted in the patient. Based on the reported information, the report of pipeline flex failure to open was confirmed. The device was not returned for analysis; therefore the event cause could not be conclusively determined. It is possible that the cause of the device's hourglass shape could be due to a combination of patient anatomy and physician technique. As per the pipeline flex instructions for use: ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial tortuosity or stenosis.¿

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was being treated for an unruptured, wide-neck aneurysm in the left ophthalmic artery. The aneurysm measured 7mm max diameter and 5.3mm neck diameter. Landing zone artery size was 3.45mm distal and 4.6mm proximal. The vessel was minimally tortuous, but was dysplastic and had some areas of dilation. The devices were prepared as per IFU. During deployment, it was reported that the pipeline flex middle section appeared flattened and would not open. The physician made multiple attempts to open the device including resheathing one time as well as attempting various wires, catheters, and balloons. An attempt was also made to access the pipeline flex from the anterior communicating (acom) artery on the right side, but was reportedly unsuccessful due to the patient's tortuous anatomy. Also, at one point distal access was lot, but was able to be regained. Eventually, a guidewire was able to be crossed through the pipeline flex and a balloon was used to open the mid-section. The pipeline flex was opened and was well apposed to the vessel wall. Post-procedure angiographic result showed good flow through the internal carotid artery (ica). There was no report of patient injury as a result of this event.